Manufacturer narrative:
Clinical conclusion: a temporal association exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of constipation. The etiology of the patient¿s constipation is unknown; therefore causality cannot be fully determined. However, it is known that patients¿ with esrd and/or on pd therapy are predisposed to developing gastrointestinal complications; such as constipation (1). At the time of this clinical investigation, there have been no reported allegations of the liberty select cycler malfunctioning or failing to perform as expected. Additionally, there is no evidence or documentation indicating the liberty select cycler caused and/or contributed to the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis patient reported a patient line is blocked alarm during fill 3 of 3 and slow fill times on the liberty select cycler. The patient denied any pinched of kinked line in the cycler set tubing and that all connections were secured with no air bubbles or fibrin. Patient previously repositioned an hour prior to the call to technical support and there was no catheter obstructions. During follow-up performed on (B)(6) 2018 and (B)(6) 2018, the peritoneal dialysis registered nurse (pdrn) reported the patient was constipated, and over the counter medications were unsuccessful in resolving the issue. The patient was prescribed golytely by the nephrologist, and is reportedly doing well. Additional information was solicited.